Manufacturer narrative:
Date of event: (B)(6) 2020. Date of this report: 04 jun 2020.

Event description:
The customer reported a power supply failure. The device was not being used for treatment and there was no patient involvement or harm when the reported event occurred. The fse (field service engineer) evaluated the device and confirmed the reported problem. The customer requested that the fse only remove the power supply and not replace it. The customer kept the power supply and no further service was performed. The ventilator was calibrated successfully and passed all required testing.